Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via social media that the customer experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl and 38 mg/dl. It was reported that the customer was treated for low blood glucose. It was reported that the customer was on automode. The insulin pump will be returned for analysis.